Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, 3 tubes were missing stoppers. There was no report of patient impact.

Event description:
It was reported that before using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, 3 tubes were missing stoppers. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 25-jan-2024. H3. Device returned to manufacturer- yes. H3. Device eval by manufacturer- yes. H.6. Investigation summary: bd received three (3) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for improper assembly with the incident lot was observed. The samples were missing the rubber stopper. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to improper assembly as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed for the indicated failure mode of improper assembly. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.